Event description:
On multiple occasions, a homecare patient intubated with the 3.0 neo, neonatal tracheostomy tube experienced gagging, bleeding, edema and respiratory distress. During attempts to relieve the reported conditions difficulties were encountered advancing and withdrawing the 8fr. Suction catheter. On one occasion in march '97, while patient was experiencing "breathing attacks" and respiratory distress, the 8 fr. Suction catheter would not advance. The patient was brought to the ER and received emergency medical intervention and treatment. The patient was reintubated and hospitalized overnight for treatment and monitoring.